Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by ocsm, omsc estimated that temporary flooding from the camera head area caused communication failure, resulting in temporary loss of image display. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the ccd unit had failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.